Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 10-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing bupivacaine (5 mg/ml at 2.0907 mg/day) and dilaudid (5 mg/ml at 2.0907 mg/day) via an implantable pump for spinal pain indications. It was reported that the patient was hospitalized and diagnosed with meningitis. The company representative (rep) was contacted this evening and was asked to visit the patient. The patient has a refill appointment at the clinic next week, and the healthcare provider (hcp) was concerned that they may not be able to make that appointment due to the hospitalization and condition. Hcp asked rep to adjust infusion settings to push back refill date approximately 2 weeks in order to avoid the pump going empty prior to opportunity to refill. External factors that may have led to the event included the patient's catheter being replaced on (B)(6) 2022 (see pe (B)(4)). It was unknown if any diagnostics/troubleshooting were performed. Per nurse on floor, antibiotics and dilaudid were being administered via IV (intravenous). It was later reported that their system was explanted. It was indicated that no additional information was available to the rep; the hospital would not share any information.